Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leaks was due to an observed torn silicone valve in the clip introducer. A conclusive cause for the torn silicone valve cannot be determined. It is possible that user technique of retracting and advancing the clip introducer contributed to the torn as no issue was identified during preparation of the device; however, this cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds) was advanced and successfully implanted without issues. To further reduce mr, a second cds was attempted to be implanted. However, when the cds was inserted into the steerable guide catheter (sgc), a leak occurred in the cds, causing air to enter the sgc. Aspiration was performed to remove the air from the sgc. The cds was removed from the sgc and replaced. It was noted that there were no issues with the sgc. A new cds was used with the same sgc and was successfully deployed, reducing mr to a grade of 1. Was no clinically significant delay in the procedure. No additional information was provided.